Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests except for serial number verification and vibrator test. An alarm/alert manual test was performed and failed due to debris stuck under vibrator motor eccentric block. The speaker/vibrator resistance was measured and passed. An internal visual inspection was performed and failed due to foreign object damage. The performance log was reviewed finding errors related to the complaint. The allegation was confirmed as no vibration. The probable cause of no vibration was determined to be a foreign object damage. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).